Event description:
It was reported that the health care professional (hcp) wanted to review a stored ventricular episode of this pacemaker. Upon review, it was noted some intermittent undersensing due to premature ventricular contraction (pvc) was noted, but when the hcp adjusted the sensitivity, it began to oversensed, so it will remain as is for now. This product remains in service at this time and no adverse patient effects were reported.